Event description:
The issue reported involved the t:slim x2 pump battery, which would not charge despite attempts using different cables and adapters. There was no adverse impact on the customer's blood glucose level. As a corrective action, tandem technical support decided to replace the pump. The customer was informed about receiving a replacement pump with updated software and given instructions for returning the faulty pump. The customer confirmed their understanding and a replacement was arranged with a signature required for delivery.